Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance and an increase in capture thresholds. After device reprogramming, the lead resumed normal function. No patient symptoms were reported and the patient would continue to be monitored normally.